Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.

Event description:
"Pt underwent total hip revision to right hip. Pt complained of pain and aching while walking that has been persisting for about 5 to 6 months. She takes percocet and methadone for the pain. She reports being able to walk about 15 to 20 feet before having to sit down due to the pain. Pt ambulates with a cane. There has been no associated swelling/numbness or tingling. Pt originally had percutaneous pinning of a right femoral neck fracture several years ago with subsequent total hip arthroplasty performed on pt's right hip. Pt presented for surgery with long term right hip pain not relieved with conservative measures. Review of right hip: loosened acetabular component of hip prosthesis."